Event description:
It was reported, by the clinician, that one hour after insertion, the hub separated from the proximal lumen. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
Evaluation: one 3-lumen, 7 fr x 30cm catheter was returned. The reported complaint of "hub separated from proximal lumen" was confirmed through visual inspection. The returned catheter was visually examined and it was observed that the proximal luer lock connector (white connector) was disconnected from the proximal extension line. Evidence of a ledge less than 1mm inside of the hub indicates that the extrusion was not seated in the connector at the specified depth of approximately 10mm during molding. A device history record trace was not completed since the lot number is unknown. The potential cause appears to be a manufacturing issue.